Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition.'

Event description:
Required intervention to prevent permanent impairment/damage.